Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had entire great saphenous vein (gsv) treated with venaseal during a late afternoon procedure. No images were recorded during the procedure. The procedure was completed as per IFU. 2 days later the patient presented at the hospital and had a venous ultrasound which did not show any dvt. 30 minutes post ultrasound the patient had a computed tomography angiography (cta) scan which showed a pe. The scan revealed moderate acute bilateral pulmonary emboli with evidence of mild right heart strain. No further information reported.

Manufacturer narrative:
Additional information: patient had essentially normal exam except venous insufficiency findings. Patient had no cardiovascular or pulmonary history prior to this event. Patient was hospitalized and treated with IV heparin followed by eliquis on discharge. All venous ultrasounds done showed no thrombus in superficial or deep veins. Patient status is improved. Patient will be referred to haematology regarding possible hypercoagulable state. No further patient injury was reported for this event. If information is provided in the future, a supplemental report will be issued.